Event description:
The customer reported to olympus, at the first stage of the surgical laparoscopic procedure, the optics of the rigid video scope worked normally. Then, about halfway through the procedure, it could be seen in stripes and then completely pink. The scope was replaced to complete the intended procedure. Inspection and testing of the returned device found the image was purple in color due to a broken video cable. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
No further information was provided by the customer. The subject device has been returned to repair center for evaluation and inspection. During the device evaluation, the customer¿s allegation was confirmed. The evaluation found the video cable was broken and therefor the image was purple in color. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. During inspection, varying colored images (purple/green) were detected. By disassembling the device and testing the components individually, the image error was isolated to the cable unit. The root cause of the defective video cable cannot conclusively be determined. However, based on previous investigations, the following causes were identified: cable pins of odu (video) connector are too small for shield cables. Sealing compound within video connector does not seal the soldering joints and bare cable contacts completely against steam. Manufacturing jig not fully suitable for soldering process. Soldering process is not up to date. New guidelines and the manufacturing process for soldering process between joints and video connector have been updated and improved. In general, the end-user is required to inspect the device for defects, check the function of all devices and have alternate equipment prior to use. Olympus will continue to monitor the field performance of this device.